Event description:
It was reported that the loop recorder exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the battery voltage dropped significantly as telemetry demand on the battery increased. This was due to a battery anomaly.